Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. It was mentioned that when aspiration of sheath was performed, air and leak were noted form the hemostatic valve. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication was reported. The device is not expected to be returned as it was disposed.